Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to damaged load cells. Upon visual inspection, unrelated to the reported complaint, noticed damage on the battery lock clip, bottom enclosure and observed sticky drive shaft. The cause for the physical damage was due to wear and tear. The battery lock clip and bottom enclosure needs to be replaced to remedy the damage. The encoder drive shaft needs to be deburred to remedy the sticky drive shaft problem. The autopulse platform is a reusable device and was manufactured in 2009 and is 10 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed the initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The archive data review showed occurrence of ua07 error message on the reported complaint date. The load cells needs to be replaced to remedy the ua07 error. Upon service completion, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there are two similar complaint reported for autopulse platform with sn (B)(4). (B)(4) was reported on 03/26/2013 and (B)(4) was reported on 03/02/2018. The load cells were replaced to remedy the reported error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.